Event description:
Customer alleged that a patient tripped on the patient pendant cable. No injuries reported.

Manufacturer narrative:
There is a potential trip hazard with our patient pendant cord if the cord management device is not being used. The potential hazard exists when the cord management clip, which is part of our patient pendant cord, is not attached to the bed linen as specified in the installation instructions. If the patient pendant cord management clip is not used, the patient pendant cord will loop and rest on the floor beside the bed, presenting a potential trip hazard. Action taken: a modification to the manufacture process and to the installation instructions, has been implemented to reduce the length and the size of the loop of the versacare pendant cord. The customer notification letter has been issued to consignees, informing them of the potential risks, with the request that they follow the enclosed instruction immediately. The customer notification also requests that each customer inform hill-rom of completion of the correction to the product. Please reference hill-rom MDR 1824206-2006-00038. The modification had not been performed at the time of the event.